Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-use check of a smiths medical portex® endotracheal tube the cuff was noted to not inflate. There was no reported adverse effects.

Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. The returned sample was visually inspected and no discrepancies were found. The device underwent functional testing, which included inflating using a syringe, followed by the product being submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the pilot balloon. The reported complaint was confirmed, and as a result, installed a screw to fix the pad so it doesn't have movement.